Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Caller reported the infusion sets to the pump are leaking at the infusion site, where the headset is inserted into the body. Caller stated the issue began about 2 months ago. Caller reported she noticed the leak when her blood glucose level became elevated; exact reading was not provided. Caller stated to treat the elevated blood glucose level she changed the infusion set; no outside assistance was needed. Caller reported all of the infusion sets came from the same box. Caller discarded the alleged infusion sets. No adverse event reported. No product return was requested.